Event description:
As reported, this patient had a revision due to the capsule releasing, causing pain and swelling in the right tka site. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 sn: (B)(4), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t sn: (B)(4), 200-07-35 - advanced patella 35mm 3 peg implant sn: (B)(4).

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0023-2022.